Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "the PICC leaked approx 72-96 hrs after placement. Leak is at approx the 10cm mark on the catheter."

Manufacturer narrative:
A sample was returned for evaluation. An investigation is currently underway. Upon completion, the results will be forwarded.